Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, a loosened acetabular cup, elevated metal ion levels, and metallosis. There has been no reported revision procedures to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04290 / 04292 & 04294).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, a loosened acetabular cup, elevated metal ion levels, and metallosis. There has been no reported revision procedures to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report further noted extensive gray staining of the periarticular tissues, grayish powder like material, osteolysis, a loose cup and bone loss. The modular head and acetabular cup were removed and replaced. Operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain, gray calorie material and implant creaking. Operative report further noted fluid, loosening of the cup, fibrous ingrowth at cup and gray staining of fibrous tissue during the procedure. The modular head and acetabular cup were removed and replaced.